Manufacturer narrative:
Concomitant medical products: product ID 97755 lot# serial#(B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: this regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt says that on saturday night the weekend they started seeing no device found. Pt says that they will see excellent quality when charging but then will go to no device found. Pt says rtm has been heating up. The issue was not resolved. An email was sent to the repair department to replace the device. No symptoms or patient complications were reported. Additional information was received from the patient on (B)(6)2021. Pt called back with number on file. Pt said they received their recharger antenna replacement yesterday and said that while they were charging their implant, the controller said that the implant was 100% charged but the controller light didn't go solid green; pss reviewed information with the pt regarding implant charging and rounded up percentages on the controller. Pt also reviewed with the pt that the controller will display "finished" by the implant battery when the implant battery is fully charged. Pt said the will monitor this and let ps know if they have any other questions. While onthe call the pt said that they have had three recharger antenna repl acements already. Pt reported the controller depletes before the stimulator progresses. Pt clarified sunday morning it took from 1am-5am to get their stimulator up to 80% and the controller was depleted. Pt mentioned they have difficulty getting the controller open sometimes. Pt confirmed the controller powered on with only the power cord (no battery pack) and the battery pack took a charge (was 100% during the call). Pt stated they get excellent or good while charging. Agent reviewed charging best practices and email repair for battery pack replacement. Pt mentioned they have a "bad knee" while getting the power cord for troubleshooting the equipment.